Event description:
The operating room staff is reporting that kendall 4x4 sponges tear unevenly when opening the package. There are concerns about lint and particles in the surgical field.

Event description:
The operating room staff is reporting that kendall 4x4 sponges tear unevenly when opening the package. There are concerns about lint and particles in the surgical field.